Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) unable to get an arterial waveform. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields - e1 (event site telephone) nurse was unable to get an arterial waveform on the pump. The catheter was linear. He checked where the pressure cord plugged in, all the connections on the pressure setup and they were connected and open. He wasn't able to get a blood return at the hub. Esp personal explained that if he can get a provider to insert a radial line, that would work as a back-up arterial line. Otherwise replacing the catheter would be the other option. He was going off shift soon, so esp personal gave him direct number to have the oncoming nurse call esp personal with an update after he spoke to the provider. The night shift nurse called esp personal back about 30 minutes later. The provider had no intention of inserting a radial line as an alternative source. And he said the transport team was in route to transport the patient to a higher level of care. He thanked me for the review and would pass the information on to the transport team and receiving hospital.